Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral procedure of a 29 mm sapien 3 valve in the aortic position, when the valve was positioned in the annulus and the flex shaft was retracted, the valve moved a bit and was not between the markers. During valve deployment, the balloon could not be inflated correctly and the valve moved off the balloon. Therefore, the valve was pulled back and placed in the descending aorta. The patient was in stable condition post procedure. During the procedure nothing unusual was noticed during valve alignment; however, per post procedure discussion, some tension in the system during valve alignment could not be excluded.

Manufacturer narrative:
The commander delivery system was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During balloon manufacturing, the entire delivery system is 100% inspected and tested for the following: working length, balloon diameter, proximal and distal leg inner diameter. The balloons are 100% visually inspected for mechanical damage, deformation, foreign matter, impurity, fish eyes, crow¿s feet, gel spots and scratches. During manufacturing, the delivery system undergoes the following inspections: during the pleat and fold process, the inflation balloon was visually inspected for tears, distorted/pinched folds, wrinkles, waviness, and fold lines. Additionally, the balloon diameter and the flex tip outer diameter is inspected. Each guidewire shaft is fully inserted into the marker band and is 100% visually inspected to determine if all markers bands are within specification. During final inspection, the fine adjust, collet/shaft clearance and collet engagement are 100% functionally tested. The delivery system is 100% visually inspected for the following: damage or missing components, inflation and crimp balloon for distorted/pinched folds, flex shaft is inspected for kinks, bends, cracks, and deep scratches in the stent area, or flash/exposed metal on the stent section. During product verification (pv) testing of the lot, samples were inspected for physical defects or damage. In addition, the fine adjust function was tested to ensure the valve alignment position can be achieved. Functional testing on the locknut/collet engagement force was tensile tested and the samples passed this test as per tensile strength parameters. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) was performed and revealed no issues that would have contributed to the reported event. Complaint data for the previous 12 months was reviewed (february 2017 through march 2018) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to the unavailability of the device or imagery, the complaint for ¿delivery system ¿ valve movement on balloon¿ was unable to be confirmed. In addition, it cannot be determined if a manufacturing nonconformance contributed to the reported event; however, a review of the complaint history and manufacturing mitigations supports that it is unlikely that a manufacturing nonconformance was a contributing factor. Further, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient or procedural factors may have contributed to the reported valve movement on balloon. A risk assessment was previously initiated to assess and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the system during the procedure was identified as a possible cause of valve movement on balloon. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. The high alignment forces from tortuosity and/or residual fluid could have resulted in a buildup of tension in the system as the valve approached the native annulus. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. According to the complaint description, the presence of tension during the procedure could not be ruled out. The complaint was unable to be confirmed. In this case, the root cause for the report event can likely be attributed to patient and/or procedural factors; however, a definitive root cause is unable to be determined at this time. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. No labeling or IFU/training inadequacies were identified. A review of complaint data revealed that the complaint rate did not exceed the march 2018 control limits for the applicable complaint trend not exceed monthly control limits. A risk assessment was previously initiated per management discretion for product risk assessment and a CAPA was previously initiated to drive further investigation and potential corrective/preventive action(s).